Event description:
It was reported that the patient experienced a sustained ventricular arrhythmia on (B)(6)2022 that required defibrillation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information: the account reported that the patient experienced monomorphic ventricular tachycardia on (B)(6) 2022. The patient reportedly experienced palpitations and discomfort. No clinical compromise was observed. The patient had a history of arrhythmia prior to their implant, and a medtronic implantable cardioverter-defibrillator (ICD) was implanted prior to their lvad implant that activated frequently. The patient was also noted to have had two previous catheter ablations. The patient was given beta blockers and sotalol.

Manufacturer narrative:
Section a3: patient privacy laws in the event country prohibit the release of private patient information and patient date of birth should have been removed from the previous report. Manufacturer's investigation conclusion: a direct relationship between the device and the reported ventricular arrhythmia could not be conclusively determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii lvas instructions for use (IFU) (rev. B) is currently available. The IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.